Event description:
No new patient or event information to report since the previous medwatch report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, a roadrunner the firm hydrophilic wire guide unraveled when preparing the device for an unspecified procedure. The device was removed from the packaging and flushed while in the holder but could not be removed from the holder. The user applied force to pull the device from the holder and found the tip was unraveled. Another device of the same type was used to continue the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the returned device was also conducted. The device was returned to cook prior to use. The wire unraveled and elongated near the distal end, also the inner core was protruding from the coil. Water was used to reactivate the coating and the device was able to remove from holder with no difficulty. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the product labeling. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: warnings: ¿this product is a delicate instrument. Avoid forceful angulation¿ instructions for use: activate the aq hydrophilic coating. ¿flush the wire guide holder by attaching or pressing a syringe with saline, heparinized saline solution, or sterile water to the fitting or opening of the wire guide holder. Inject enough solution to wet the wire surface entirely. This will activate the aq coating.¿ ¿carefully remove the wire guide from the holder.¿ how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ cook has concluded that component failure unrelated to manufacturing or design contributed to this incident. This is concluded due to the lack of damage prior to the user pulling on the device to remove it from the holder resulting in the separation. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter name and address- phone: (B)(6). PMA/510(k)#- k182985. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, a roadrunner the firm hydrophilic wire guide unraveled when preparing the device for an unspecified procedure. The device was removed from the packaging and flushed while in the holder but could not be removed from the holder. The user applied force to pull the device from the holder and found the tip was unraveled. Another device of the same type was used to continue the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.